Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified on review of manufacturing records. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. It is unclear whether the reported event involved the right eye, left eye, or both eyes. As the patient was wearing different device models in each eye, please refer to the associated left eye incident reported under manufacturer report number 9614392-2026-00020.

Event description:
This incident was initially reported by the non-treating eye care professional (ecp), coste opticien. Limited information is available at this time. Based on the information provided, the patient sought medical attention from dr. (B)(6) at (B)(6) for a reported case of keratitis. Good faith efforts have been made to obtain more information without success. As of the date of this report, additional information is unknown. This event is being reported out of an abundance of caution due to the lack of medical information regarding the nature and severity of the reported keratitis, and the potential for such events to result in serious injury or require medical intervention to prevent permanent impairment. Should additional information become available, a follow-up report will be submitted as appropriate. It is unclear whether the reported event involved the right eye, left eye, or both eyes. As the patient was wearing different device models in each eye, please refer to the associated left eye incident reported under manufacturer report number 9614392-2026-00020.